Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/14/2016, that on (B)(6) 2016,the device had an unrecoverable loss of antenna passed the threshold. No additional event or patient information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The global transmitter final functional test was performed and failed. A voltage test was performed and failed indicating no voltage on the unit. The customer complaint of an unrecoverable loss of antenna passed threshold was not confirmed. The root cause could not be determined post investigation.